Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the down arrow button keypad trace. No unlocked lcd keypad connector noted. The backlight display functioned properly. The vibration functioned properly during self test; no vibration anomaly noted. However, the insulin pump passed all functional testing including idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer stated the pump is not vibrating at all. Customer was advised to insert new battery and assisted in performing a self-test. Customer stated they ran self-test twice and it did not vibrate. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan. Customer declined troubleshooting for keypad anomaly.